Manufacturer narrative:
No patient involvement was reported. Date of device breakage is not known. Additional product code: hrx. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is synthes sales consultant. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during inspection of the device on (B)(6) 2018, it was noticed that the tip of the reamer/irrigator/aspirator (ria) driveshaft is broken. No patient or surgical procedure was involved. This report is for one (1) ria drive shaft. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date device received by manufacturer. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. The incorrect date was inadvertently utilized in initial medwatch (mwr-(B)(4)). The correct date is 7/11/2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history record (DHR) review was conducted for part number: 314.743, synthes lot number: 7353282: supplier lot number: n/a, release to warehouse date: 07-nov-2013, expiration date: n/a, supplier: (B)(4): no non-conformance reports (ncrs) were generated during production. The material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the ria drive shaft (part # 314.743, lot # 7353282, mfg 07-nov-2013) was received at us cq with the distal tip of the ria shaft broken. The hexagonal piece of the ria shaft was broken off at the junction where the drive shaft turns into the hexagonal tip. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was completed; the outer shaft diameter was measured 5.18 mm just below the drive shaft helix and mid shaft and is within specification based on relevant drawing. The inner diameter was measured and is within specification based on the relevant drawing. Document/specification review: the relevant drawing(s) was reviewed; review of the device history record showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Conclusion: the complaint condition is confirmed as the ria drive shaft (part # 314.743, lot # 7353282 ) was received broken. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces (such as being dropped or damaged during sterile processing). No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.